Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The stapler remained closed on a lung. Despite many attempts, the release button did not work. The surgeon had to perform a lung resection, which would have consequences on the patient vital capacity. Surgery was prolonged.

Manufacturer narrative:
(B)(4). The analysis results found that the 6sb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested; no response has been received to date.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.